Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age and dob not provided for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: part #04.647.137s / lot #9949724, 04.647.137s - 9949724, manufacturing location: (B)(4), manufacturing date: 17.may.2016, expiry date: 01.may.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the instrument nurse was packing graft material into the cage, using only her fingers, with no force. The zero p va came apart (the cage and plate came apart in her hand), it is possible to put these back together, dr (B)(6) and the nurse tried to do this however they were unable to put back together and the surgeon was concerned as it has never occurred before in his long history of using this implant. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted investigation summary: product inspection: the plate and the spacer of the assembled item referred in (B)(4) (lot 9949724) were inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿fell apart¿ reported in the procedure. The functionality of the involved item has been tested disassembling and reassembling the two components: it was possible to disassembly and reassembly correctly the two items after dimensional inspection. The visual inspection didn¿t identify any nonconformance manufacturing related neither for the spacer (lot#9864758) nor for the plate (art. Lot#9925820). The dimensional inspection found conforming to specification all the measurable features pertinent to complaint condition. Conclusion: considering that all relevant measurable product features meet specification, it is possible to disassembly and reassembly correctly the two parts and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: mia is disposed as unconfirmed considering that the as received condition doesn¿t match with complaint condition it was possible to disassembly and reassembly correctly the two components the reinspection didn¿t identify any issue manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part returned to customer quality as per procedure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.